Event description:
The dentist was performing a routine crown prep when the dental bur came out of the dental handpiece and punctured the pt's cheek. The dentist removed the dental bur from the pt's cheek and sutured the wound area to stop the wound from hemorrhaging.